Event description:
Prior to a laparoscopic nissen fundoplication procedure, when putting the torque over the shear, the blade fell off outside of the sterile field. Pulled another device to proceed without pt consequence.